Manufacturer narrative:
Model number/catalog number: 72404260, serial number: (B)(4), batch/lot number: 163683003, model/catalog description: cxr preconnect ms 10 cm ps iz, expiration date: 02/10/2019, gtin: (B)(4). Manufacturer date 02/27/2017.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed for unspecified reasons. Additional information received indicated the inflated penis reached now only 6 cm. The implant filled only basal. In the tips, the cylinders lie next to each other and are not expanded. There were noises with each use of the implant pump. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.